Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a post-operative wound dehiscence at the ipg site. The patient underwent a revision procedure. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision for her pain pump and not for her ipg. No device malfunction was suspected.

Event description:
A report was received that the patient had a post-operative wound dehiscence at the ipg site. The patient underwent a revision procedure. The patient was reportedly doing well post operatively.